Event description:
It was reported that shaft break occurred. A 3.00x24mm synergy drug-eluting stent was selected for treatment. However, upon advancing the device into the guide catheter, the shaft was kinked, and when the device was removed to examine it, the shaft broke in half. No patient harm or complications were reported. It was further reported that the procedure was completed with a different device.

Manufacturer narrative:
Event date: corrected from (B)(6) 2018 to (B)(6) 2018 device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 05:13 pm CT. The report number is being corrected from: 2134265-2018-63994 to: 2134265-2018-62939.

Manufacturer narrative:
Event date: used (B)(6) 2018, as there was no provided event date. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.00x24mm synergy drug-eluting stent was selected for treatment. However, upon advancing the device into the guide catheter, the shaft was kinked, and when the device was removed to examine it, the shaft broke in half. No patient harm or complications were reported.